Event description:
It was reported that during a right hemicolectomy procedure, the surgeon reported that 2 days post operatively the patient was unwell. It was deemed necessary to return the patient to the theatre. Upon inspection of the staple line, it was observed that a "hole" had appeared and there was a leak at the "crotch of the trouser leg anastomosis". The surgeon performed an ileostomy and hopes to take down this ileostomy at a later date.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.